Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): use after expiration. The product and its packaging were not returned; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 16-july-2011, which is 24 months from the date of manufacture (17-july-2009), as specified in the product specification. This confirms that the product was labeled correctly, and based on the reported information, the product was used 16 days past the labeled expiration date. It should be noted that the xience v instructions for use states: note the use by (expiration) date on the product label. The expiration date of the product is important for the sterility, efficacy, and performance of the device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed, and there have been no similar incidents reported for use after expiration for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that after implanting the xience v otw stent, it was noted to be expired (expiration date was 7/16/2011). The procedure went well and there was no device or patient issue. There was no adverse patient sequela. No additional information was provided.